Manufacturer narrative:
The patient's demographic such as age, date of birth and weight were not supplied. (B)(6). Service was not dispatched. The access toxo igg reagent was not returned for evaluation. The cause of this event could not be determined with the information currently supplied. (B)(4).

Event description:
The customer reported obtaining reactive igg antibodies to toxoplasma gondii (access toxo igg) results for two samples from the same patient on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The first sample was found reactive, it was reanalyzed the same day and a reactive result but about twice lower than the first result was obtained. The second sample, previously found non-reactive and conserved on a serum bank was analyzed and found reactive. The following day, this sample was reanalyzed and found non-reactive. This report addresses the reactive access toxo igg results obtained for two (2) samples from the same patient on (B)(6) 2015. The reactive toxo igg results were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated that the calibration, qc (quality control) and system check were all performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer did not provide any information regarding sample collection, sample handling or sample processing. No issues with sample integrity were reported by the customer.